Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had an excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer was advised and explained that the recurring alarms may be due to site, set or reservoir issues. During troubleshooting found that patient has not tried different cannula lengths and does not rotate sited and avoids scar tissue. Customer stated they have not tried all remedies. The customer was advised to monitor insulin pump and call back if problems persist.